Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was hard to close. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer two was difficult to open completely. The field service engineer removed the pockets from the drawer using the hardware test application, removed the drawer from the station, reinserted the new drawer, and returned the pockets. Thereafter, a firmware update was performed, and the new drawer was tested. Service was restored. Hardware test application (hta) tests for this device performed. The system functioned as intended after the field service engineer repaired the device.